Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2006, the plaintiff was implanted with ams monarc "to treat her stress urinary incontinence and other injuries." The plaintiff's attorney alleges that the plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." The plaintiff's attorney also alleges that the plaintiff "has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.